Manufacturer narrative:
(B)(4). The device is used for treatment purposes. The customer stated that there was no patient involvement customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility

Event description:
It was reported the device had a dim display (etco2).there was no patient involvement.